Manufacturer narrative:
No sample has been returned for evaluation for the report of blunt knives therefore, the condition of the product could not be verified. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the lot for the reported issue. As a sample was not returned and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A physician reported that a knife was blunt and not sharp. Procedure details information is unknown. There was no patient impact associated with this report. Additional information has been requested. Additional information received clarified that the knife was noted to be blunt during surgery. An alternate knife was obtained in order to complete the procedure.

Manufacturer narrative:
One opened knife sample with tip protector was received in a blister package for the report of being blunt. The sample was visually inspected and was found to be nonconforming with a damaged cutting edge. Penetration testing could not be performed due to the damaged condition of the sample. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).